Manufacturer narrative:
G 2.4. PMA/510 k: has not been populated as this device is a class I exempt device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an octopus nuvo tissue stabilizer, it was reported that there was a defect when the customer tried to use the device. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the customer tried to use the device but it was observed that the head was broken. Medtronic received additional information that there was no damage to the packaging (outer box, inner packaging or sterile barrier). No other devices in the same box/shipping container were damaged.

Manufacturer narrative:
H6.2 eval code method (fdm/annex b): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.